Event description:
C-cc-cd - component dimensions (component fit or alignment) loose connection tube/stopcock after opening package. Connection of IV set to IV bag was made, the pressure line was not flushed when the disconnection occurred..

Event description:
The physician stated that the catheter stopped deflecting properly during the procedure. The catheter was replaced with a new one. No harm came to this patient. Manufacturer response (as per reporter) for navistar d curve, navistar d curveawaiting response

Event description:
It was reported that the patient has expired. The date of patients' death and implant duration are unknown. It is also unknown if the death was device related. No further details were provided.

Manufacturer narrative:
In 2009 (through follow-up with the health-care provider via fax), a response was received, however, the cause of death was not provided. Per the operative report of in 2006, "the patient tolerated the procedure well and returned to the cvrr in stable condition."

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Patient also had another valve implanted. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation. A device history record review is currently in process.